Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient could not adjust their stimulation and had a "call your doctor" icon on the patient programmer seen with an out-of-regulation (oor) condition seen. It was confirmed that the patient 3 oor conditions. The patient met with the company representative. No short circuits were seen. The patient was re-educated to complete the charging on one neurostimulator before working on the other device (patient had 2 device systems). Additional information was requested. See manufacturer report # 3004209178-2011-03268.